Manufacturer narrative:
The reported battery issue was confirmed during device testing. The reported high blood glucose was not addressed during device testing as the customer did not attribute any device issue to the high bg.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (242 mg/dl) in the morning. The customer did not think it was related to the pump or supplies, but was due to "personal issues". The customer delivered a bolus via the pump to address the high bg level. The customer also reported that after the battery had been connected for 5 minutes to a power source to charge, a power source alert was received. Changing the cable to a different wall adapter did not fix the problem. The customer stated that the bg level was not impacted due to the charging issue. The customer was to use the pump to manage diabetes until a replacement pump was received.